Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Customer stated that the insulin pump had a low battery while he was at a football game on (B)(6) 2015 and he was unable to change the battery until 4 or 6 hours later. He changed the battery when getting home but it only lasted two days and the display went blank the day of the call. Customer tried changing the battery twice but the display would not return. Blood glucose value was 180 mg/dl. The insulin pump had been dropped once but was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.